Event description:
Pt had a contour thread neck lift procedure 2 years ago (2005). Pt states that since the procedure she has had constant pain and discomfort. Pt describes it as " feels like crushed glass under my skin." Pt believed that this was a normal feeling and that it " was all part of the recovery." Pt states being satisfied with the overall results of the procedure. However, after 2 years with no pain relief, pt revisited her physician and had the thread removed. Pt states that her physician was not able to remove all the threads but believes that he retrieved at least 75 % of the product. (This has not been verified by the physician as per the pt.)

Manufacturer narrative:
Add'l 510 k # k042856-brow lift, k050247-neck lift.